Event description:
It was reported that an ilet pump developed a cracked screen, which rendered the unlock button inoperable and led the user to disconnect and transition to subcutaneous insulin injections after being unable to announce a meal; blood glucose was approximately 200 mg/dl and the user had already dosed by injection. Symptoms included hyperglycemia. Outcomes included temporary interruption of pump therapy and use of backup insulin delivery. Investigation included device replacement logistics, user guidance to shut down the device, data sync instructions, and return of the affected unit for assessment and inspection of the returned device. Investigation of this device revealed a damaged display/control interface consistent with physical impact during routine activities, which impaired user interaction and pump use. It was concluded, based on previously established findings for similar reports, that the cause was product damage due to external physical stress.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.